Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34un7 implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the therapy wasn't working, and that they need to have the lead repositioned. The issue started in (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They mentioned that there was an issuewith her urinary stim device; per patient it was probably not glued back together properly, and the healing took 3 months to complete, and the devicequit working as of janury of 2026,

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34un7 implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34un7 serial# implanted:(B)(6) 2025; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowrl dysfunction it was reported that patient said the device has failed since january of this year. The implant does not work. The patient is wetting their pants like crazy. Patient needs to get the leads reconnected by a different doctor. They guess the leads got disconnected because the therapy doesn't work. The main reason for the call was the patient is getting MRI on tuesday. Reviewed MRI guidelines. Patient's equipment wasn't charged. They are going to charge equipment and call back if they need help activating MRI mode. Email MRI mode instructions.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34un7 implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-may-26 additional information was received from the patient. The patient stated that the "device failed" comment was referring to the physician running 3 hours late and being inattentive to what they were doing. The cause of the leads disconnecting was unknown. The patient repeated information about the incision not being glued back together properly. The patient stated it was draining fluid and they had to go to a dermatologist to get it healed. The patient repeated information about getting another surgery to fix the leads.